Event description:
Paramedics attended to a 56 y/o male diagnosed as asystolic. External pacing was administered using the unit set at 80bpm and 20ma. After approx 13 seconds of pacing, the monitor displayed excessive artifact and pacing was partially inhibited to a rate less than 80bpm. The operator also could not discern the pt's ECG due to the artifact. The pt was not resuscitated. The operator said the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on the paramedic's assessment of the pt's lack of viability.

Manufacturer narrative:
Physio-control evaluated the stored ECG data from the reported event. The ECG artifact displayed during external pacing while monitoring through the pt cable was indicative of a preamp oscillation that can occur under certain conditions. Co's investigation has concluded that this anomaly is related to an unspecified pt variable, possibly high transthorasic and/or skin-to-electrode impedance. A technological limitation to monitoring the ECG of certain pt's while administering external pacing is indicated.